Manufacturer narrative:
Other, other text: additional information is provided in h.2., and h.6. No physical sample was returned for evaluation. Two (2) photos were provided by the customer which were used to conduct the device analysis. The photo evaluation confirms that the port of product shows a damaged/broken catheter. This defect may have been due to mishandling of the product. The root cause cannot be determined since no product was returned. No lot number was provided; therefore, a history record review could not be conducted. For all enquiries or follow-up questions related to the record, do not use regulatory.(B)(4) located in sections g.1., please direct those to the following: (B)(4).

Manufacturer narrative:
B3: date of event, d4: expiration date, lot number and h4: manufacture date are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a port-a-cath device was in use for one year when it separated from or broken apart from the port and became free floating inside patient. Device was surgically removed. No adverse effects reported.